Event description:
A non health care professional reported that after implantation of intraocular lens (iol), the patient had blurred visual acuity. The lens was explanted in a secondary procedure and replaced with a monofocal lens. The clinical reason for explant was unsatisfactory visual performance. Additional information was requested, but no further information is available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).